Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station to-hrclab3 had maintenance mode and issue occurred during middle of a surgery. Customer stated that there were no issues with the database server, no latency, and no errors in the event viewer or server logs in ssms, nothing on the application server indicated a cause, and no network connectivity events were observed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed station logs and found no errors or maintenance mode activity. Logs show normal workflow: user logged out at 10:15 with drawers secure, station remained idle until the next successful login at 10:26. No abnormal behavior was observed. The system functioned as intended after the technical support specialist (tss) investigated the device.